Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in a 47-year-old female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included endometrial biopsy. Concurrent conditions included overweight, diabetes mellitus, gastroesophageal reflux disease, ovarian cyst, uterine bleeding (dilatation/currettage, hysterscopy, cervical polypectomy with myosure device), vaginal odor, menopause, endometrial polyp and hyperplasia. Concomitant products included oral contraceptive nos for genital bleeding as well as insulin (humalog [insulin]), insulin since 1997, medroxyprogesterone acetate (provera) and omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unspecified/vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), infection ("infection"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems/vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight abnormal ("weight gain/loss: unspecified"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), stress ("stress") and weight increased ("weight gain"). The patient was treated with norethisterone acetate (aygestin) and surgery (dilatation curettage and hysteroscopy). Essure treatment was ongoing at the time of the report. At the time of the report, the genital haemorrhage had resolved, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, mental disorder, bladder disorder, urinary tract disorder, alopecia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight abnormal and hormone level abnormal had not resolved and the hot flush, stress and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, infection, menorrhagia, mental disorder, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight abnormal and weight increased to be related to essure. The reporter commented: current weight 172 lbs. On (B)(6) 2016 patient underwent dilation, hysteroscopy, cervical polypectomy with myosure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Current weight 172 lbs. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: vaginal bleeding quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 710563) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included endometrial biopsy. Concurrent conditions included overweight, diabetes mellitus, gastroesophageal reflux disease, ovarian cyst, uterine bleeding (dilatation/currettage, hysterscopy, cervical polypectomy with myosure device), vaginal odor, menopause, endometrial polyp and hyperplasia. Concomitant products included oral contraceptive nos for genital bleeding as well as insulin (humalog [insulin]), insulin since 1997, medroxyprogesterone acetate (provera) and omeprazole (prilosec). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: unspecified"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: unspecified"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: unspecified/vaginitis"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), infection ("infection"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems/vision/eye problems type: blurred vision"), fatigue ("fatigue"), weight abnormal ("weight gain/loss: unspecified"), hormone level abnormal ("hormonal changes"), hot flush ("hot flashes"), stress ("stress") and weight increased ("weight gain"). The patient was treated with norethisterone acetate (aygestin) and surgery (dilatation curettage and hysteroscopy). At the time of the report, the genital haemorrhage had resolved, the menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, mental disorder, bladder disorder, urinary tract disorder, alopecia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight abnormal and hormone level abnormal had not resolved and the hot flush, stress and weight increased outcome was unknown. The reporter considered alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hormone level abnormal, hot flush, infection, menorrhagia, mental disorder, stress, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, weight abnormal and weight increased to be related to essure. The reporter commented: current weight (B)(6).. On (B)(6) 2016 patient underwent dilation, hysteroscopy, cervical polypectomy with myosure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.9 kg/sqm. Current weight (B)(6). Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and medical record received. Events added: hot flashes, stress, weight gain. Preferred term of event vision/eye problems type has been changed from visual impairment to blurred vision. Concomitant drugs and concomitant conditions were added. Dilatation curettage and hysteroscopy was performed case upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.